Event description:
It was reported that there was high impedance on the atrial lead. The impedance has been gradually rising and is being monitored by the clinic. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2009. (B)(4).